Manufacturer narrative:
B2 outcomes attributed to adverse event (check all that apply): date of patient death: unknown. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2026, patient underwent a thoracic endovascular aortic repair (tevar) for dissection utilizing a gore® tag® conformable thoracic stent graft with active control system and gore® tag® thoracic branch endoprosthesis (aortic component, side branch and aortic extender). All vessels were patent post procedure and on post CT scan with procedure concluded successfully. On may 13, 2026, the patient took a turn for the worse at night. On (B)(6), 2026, field sales associate (fsa) was notified by the physician, which stated that patient's abdomen had to be opened and they found some dead bowel after which an unknown procedure was done. On june 05, 2026, additional details were provided by the fsa: the patient died after the initial procedure; they did open surgical exploration on (B)(6) to ensure everything was patent but noticed that superior mesenteric artery (sma) appeared occluded. Patient's family declined further treatment and patient was transitioned to comfort care. Patient's date of death is unknown. 5400-c: additional procedure other - other/unknown is used to capture the open surgical exploration to identify the bowel necrosis.

Manufacturer narrative:
Added b2: date of patient death. Added g3/g4, h1/h2, h6, h7. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Additional investigation determined no product problem, malfunction or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2026-07624 was submitted in error and is hereby retracted.